Manufacturer narrative:
This manufacturer report captures the allegation against the second fenestrated bipolar forceps instrument used in this procedure. Manufacturer report number 2955842-2026-16411 capture the allegations against the other instruments used in this procedure. Manufacturing report number 2955842-2026-15979 captures the procedure converting to an open approach intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, while locking the fenestrated bipolar forceps instrument in place, it opened and the cautery wire popped out. The instrument was replaced, but the issue occurred again. The procedure was converted to open surgery with no report of patient harm, adverse outcome or injury. No fragment fell into the patient. The issue caused a delay of 15 to 30 minutes. Technical support engineering (tse) identified errors indicating the universal surgical manipulator (usm) arms were colliding at startup and instruments not properly engaged. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a dislodged conductor wire. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.